Event description:
Customer reported that the insulin pump had many cracks and the customer was receiving motor error alarms. Customer's current blood glucose reading is 160 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.